Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the tip of an adc freestyle libre sensor was broken and remained in the skin. Customer further reported that a nurse, who comes to his home every day, applied the sensor on 01-jan-2019 and that he subsequently felt pain. The nurse removed the sensor to find that the tip was still in the skin, and he/she removed the tip and applied an unspecified disinfectant and hirudoid (a heparinoid) cream to the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that the tip of an adc freestyle libre sensor was broken and remained in the skin. Customer further reported that a nurse, who comes to his home every day, applied the sensor on (B)(6)2019 and that he subsequently felt pain. The nurse removed the sensor to find that the tip was still in the skin, and he/she removed the tip and applied an unspecified disinfectant and hirudoid (a heparinoid) cream to the sensor site. There was no report of death or permanent injury associated with this event.